Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50. Serial: (B)(6). Batch: 7113093.

Event description:
It was reported that the patient was experiencing inadequate stimulation and a lot of abdominal stimulation. The patient underwent a revision procedure wherein the leads were repositioned. No product was added or removed. The patent was doing well postoperatively.